Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the helix was able to be extended and retracted within specification. (B)(4).

Event description:
It was reported that during the implant procedure , the lead was inserted into the right ventricular apex and the lead helix would not extend. Attempts were made to extend the helix with multiple rotation tools to no avail. The lead was removed from the patient and an extension of the helix was attempted on the table to no avail. The lead was explanted and replaced. No patient complications have been reported as a result of this event.